Event description:
The customer obtained discordant falsely elevated calcium (ca) results on an atellica ch 930 analyzer. The results were not reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica ch 930 analyzer. The customer informed siemens that repeat results were lower and the values correlated with the patient's history. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated calcium (ca) results.

Manufacturer narrative:
A united states customer contacted the siemens customer care center to inform that quality control (qc) recovered within range, and falsely elevated calcium (ca) results were observed after installing a new reagent pack on the atellica ch 930 analyzer. The customer is unsure if the reagent pack was inspected and stated that bubbles on the new reagent pack potentially caused the issue. Siemens reviewed the information provided and noted no process errors at the time of the event. Siemens performed a follow-up, and the customer informed that calcium qc is running in range and that they are satisfied with the analyzer and assay performance. The atellica ch 930 analyzer is performing within specification, and no further evaluation of the analyzer was required.